Manufacturer narrative:
Based on the limited received information, the patient has been re-implanted with another vsb. However, neither the circumstances which led to the explantation have been reported nor the device has been received for investigation. No root cause could be determined due to lack of information. This is a final report.

Event description:
We received confirmation from field that the device has been explanted on (B)(6) 2015. Despite several requests for additional information, none was received. The explant was not made available for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted.